Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va02dmk, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Additional information received reported, the cause of the event to be due to the reoccurrence of symptoms after the patient had a CT scan. It was unknown if there were any abnormal impedance measurements. A second follow up report will be sent if additional information is received.

Event description:
It was reported that the patient lost therapeutic results on (B)(6) 2012, prior to which the patient was having great results. The patient's symptoms were worse, and she was having an increase in urinary frequency as well as vaginal burning. It was indicated that the patient sounded "miserable". The symptoms were noted to have occurred following a CT scan with contrast of the hip. The reporter stated that the patient's device was "probably on" during the scan but it wasn't confirmed. If additional information is received, a follow-up report will be sent.